Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device will not turn on/device not functioning and has an error code listed. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to the manufacturer for evaluation. The product investigation lab technician confirmed there was no airflow, the blower box does not turn on, the rotor was locked, and there was a faulty blower motor. There were no signs of water/fluid ingress. The lab technician also confirmed both sides of the blower box had foam that looked like they had moisture, and there was presence of degraded sound abatement foam in the device. In addition, there was unknown contamination at the air inlet and the bottom of the blower box, gray and black specks of fiber like contamination in the bottom enclosure, and an unknown white dust-like contamination was on the top of the blower motor and the blower motor seal. The product investigation lab technician can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam and were most likely from an external source. Additionally, multiple error codes were found during the evaluation. There was five error#20 (err_motor_spinup_flux_low) level ¿ reboot/stop. This checks if the flux magnitude looks reasonable at the end of spin up. If the flux magnitude is slightly too low, other chance(s) should be allowed for the device to spin the motor up. It might be fine on one of the successive attempts. If there is a gross problem with the drive/motor, each successive attempt will result in a failure, ultimately resulting in a stop in error state. There were two error# 22 (err_motor_flux_magnitude) level ¿ reboot/stop. If the motor rotor flux is greater than the maximum motor rotor flux for more than 90ms over a 1 second period, then a reboot is forced. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.